Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with continued incontinence after the implant of the device. The physician performed testing and determined the device was working normally. The patient states that the device is no longer working and they would like another physician to evaluate the device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary retention in the postoperative period and then total urinary incontinence after. The physician performed testing and determined the device was working normally. The patient was evaluated by another physician and the physician determined the aus would need to be replaced. There has been no surgical intervention and no additional patient complications reported.

Manufacturer narrative:
Updated b5 describe event or problem and h6 patient codes.